Manufacturer narrative:
The insulin pump was received with bleeding and cracked liquid crystal display glass. No further testing could be performed due to damaged liquid crystal display. The insulin pump had minor scratches on liquid crystal display window, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that the lcd screen is damaged. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.